Manufacturer narrative:
Brand name not known. Device product code not available. Catalog and lot number not provided. PMA/510(k) number not available.

Event description:
Doctor indicated that an unknown biomet 3i screw fractured in the patient's implant. Customer indicated a part of the screw was still in the implant.

Manufacturer narrative:
A certain gold-tite hexed screw was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature was worn but functional. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite hexed screws, it is recommended to torque at 20ncm. Complaint indicates screw fractured. The alleged event was confirmed following inspection. A root cause for the complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.